Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Motor passed motor test. No motor error alarm. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. Device received with cracked lcd window. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm after an infusion set change during prime. Customer's blood glucose was 460 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.